Event description:
It was stated that the customer accidentally delivered a bolus of 25 units when she only needed 7.5 units. The customer didn't know what she should do, so she was advised to go to the emergency room for assistance. The reported blood glucose reading at the time of the call was 234 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.